Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. The device was not returned to olympus for inspection, therefore the customer's reportable malfunction could not be confirmed. Based on the results of the investigation, a definitive root cause could not be determined. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During the communication between the customer and the olympus technical assistance center (tac) via phone, there was no exact error code and therefore the device was not able to communicate with the processor. The tower was pulled from service, and the error went away during testing. After testing with the original scope, the tower seems to be working fine with more than one scope. The customer was advised by the tac agent to continue monitoring the tower and testing with the same scope that they had issues with initially, and if an error comes back, the customer was advised by the tac agent, to record the error message and to provide it to the tac agent. To date, the customer have not returned the device for evaluation. A supplemental report will be submitted upon completion of the investigation or if any additional information becomes available.

Event description:
It was reported that the light source exhibited communication error. It is unknown when the issue occurred. There were no reports of patient harm.